Event description:
It was reported by service report that the gas cylinder for the fowler was leaking and the foot end jack was drifting. Also, the left siderail was broken and would not latch. No pt involvement or adverse consequences were reported.